Event description:
It was reported that when they tried to inject the fixed water into the foley catheter there was resistance, and they could not inject it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter. Verified material number 119314 and manufacturing lot number ngjt1812. Visual inspection noted no obvious observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in house syringe. The balloon was able to inflate with no difficulties. However, asymmetric balloon was observed. The catheter was able to passively deflate liquid within 0min 43sec.this meets specification per inspection procedure ip7603444, revision 0. Which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to inject the fixed water into the foley catheter there was resistance, and they could not inject it. Per investigator's notification received on 25nov2025, it was reported that asymmetrical balloon was found during sample evaluation.